Event description:
A customer reported via webform an issue with the adc device. The customer reported a sensor reading of 150 mg/dl, and the customer self-treated with insulin (dose/type unknown). The customer reported subsequently becoming hypoglycemic with a blood glucose result of 50 mg/dl, and required treatment of juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.